Event description:
Patient reported their teeth are in worse shape than when they started. They cannot bite down all the way.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Adding additional health and problem codes after patient called back in with additional information about their initial event.